Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted instrument did not reveal any manufacturing defects. Review of the device history records did not reveal any manufacturing deviations or anomalies. Review of the design file did not reveal any anomalies. The root cause is attributed to suspected user error. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient sustained a periprosthetic fracture of their distal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update: further review of the case identified additional root cause. Product design was identified as a contributing factor. The trumatch patient proposal was initially designed with attune system components. The change order was received upon approval to change the plan to use sigma components. The change was incorrectly applied and the distal pins were designed too far posterior. The root cause was due to an error in the cad software and it was undetected by the trumatch quality inspection process. The resulting anterior resection was improperly located, and was not detected by the surgeon prior to initial cut. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.